Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore no evaluation could be conducted. The service history review and device history record review were not performed as part of the complaint investigation due to unknown serial number. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a sudden patient death coincident with automated peritoneal dialysis (apd) therapy on the homechoice. The cause of death was unknown. It was not reported if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1937. The patient died on an unspecified date in 2014. Should additional relevant information become available, a supplemental report will be submitted.